Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes had underfill. This occurred on 20 occasions during use. The following information was provided by the initial reporter: they received several reports of incorrectly filling tubes, all of the same lot number, and therefore decided internally to return the tubes and not to use this lot anymore. A total of around 1000 tubes have returned. It is not known how many tubes did not fill properly.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k3e 5.4 mg plus blood collection tubes had underfill. This occurred on 20 occasions during use. The following information was provided by the initial reporter: they received several reports of incorrectly filling tubes, all of the same lot number, and therefore decided internally to return the tubes and not to use this lot anymore. A total of around 1000 tubes have returned. It is not known how many tubes did not fill properly.